Event description:
A user facility reported to olympus, the evis exera iii colonovideoscope had plastic debris coming out of the channel. The event occurred during preparation for use, prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the follow defects were found: forceps get caught during insertion or removal, crack on distal end, deep scratches on switch/camera, bending manipulation and insertion tube defects, and foreign material exiting from the channel (including auxiliary water channel) due to insufficient or incorrect reprocessing of the scope. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a plastic piece or a foreign material in the biopsy channel was not confirmed. Although the subject device had resistance of insertion of an endo therapy accessory, an irregularity of suction volume was not confirmed. So, it was likely that the subject device did not have excessive kink. It was difficult to specify the cause. However: there were differences between brushing methods performed by the user facility and brushing methods recommended by instructions for use (IFU), and residues of previous procedure were remained. Training regarding device handling as per IFU and regarding routine reprocessing methods was insufficient. The detected piece was possibly a part of broken biopsy valve. Because the biopsy channel was slightly deformed, an endo therapy accessory was caught by the inner wall of the biopsy channel, and the inner wall was shaven. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.